Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the he distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched from 58cm to 63cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during placement of the right ventricular (rv) lead, the lead became stuck in the pocket and the physician could no longer advance or pull back the lead. The physician speculated that the excess tissue and muscle in the pocket was the cause of the issue. The physician used a replacement lead to complete the procedure due to the possibility of the lead being stretched while pulling it. No patient complications have been reported as a result of this event.